Event description:
A call to technical services from the biomedical department representative reported the physician believes the external pulse generators (epg) may be inducing ventricular fibrillation, and two deaths have been noted. The serial number of the epg connected to patients at the time of these untoward events is unknown. The caller further reported department quarterly checks were completed and found no issues with the external generators.

Manufacturer narrative:
This is 10 of 14 events that occurred at this user facility identified in medwatch. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A call to technical services from the biomedical department representative reported the physician believed the external pulse generators (epg's) may have been inducing ventricular fibrillation, and two deaths have been noted. The serial number of the epg connected to patients at the time of these untoward events is unknown. The caller further reported that department quarterly checks were completed and found no issues with the external pulse generators.

Event description:
A call to technical services from the biomedical department representative reported the physician believed the external pulse generators (epg's) may have been inducing ventricular fibrillation, and two deaths have been noted. The serial number of the epg connected to patients at the time of these untoward events is unknown. The caller further reported that department quarterly checks were completed and found no issues with the external pulse generators.

Manufacturer narrative:
This is 10 of 14 events that occurred at this user facility. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The epg (external pulse generator) passed testing, with no anomalies found. The battery contacts were noted to be compressed, and the lead flex cover, battery drawer, and battery flex were contaminated. The upper case was dented, and the keyboard was damaged due to the upper case dent and was pushed on the edge of the keyboard. The lower case, side bail covers, and ring cover were also broken, and the ring was missing.